Event description:
Reporter had a "drive" bed set up on (B)(6) 2025. The wife called and stated the bed will not elevate when you try to crank it up, the rails are very loose and will not go down. Reporter's wife will contact drive devilbliss to try and get issue resolved.